Event description:
Related manufacturer report number: 2017865-2023-22462. Related manufacturer report number: 2017865-2023-22464. Related manufacturer report number: 2017865-2023-22465. It was reported that the patient was expired. The cause of death was unknown. Further information was requested but not received.

Manufacturer narrative:
The reported event was deceased patient with unknown cause of death. As received, only the connector portion of a partial lead was returned for analysis in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.